Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's diaphragm experienced an unintended stimulation due to their left ventricular lead. The physician had capped and replaced the lead on (B)(6) 2020. The patient experienced no adverse consequences.